Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited a shorter than expected longevity due to an increase in right ventricular (rv) lead outputs. It was noted that the shorter than expected longevity estimate was also due toa programmer software estimator error. Reprogramming was done, and the device, rv lead and programmer remain in use. No patient complications have been reported as a result of this event.